Event description:
It was reported on (B)(6)-2012 that the patient never had therapeutic effect. It was also noted that the patient was having frequent urinary tract infections (uti's) and was in a nursing home for dementia. The patient's daughter wanted her mother's implantable neurostimulator (ins) shut off permanently. Additional information received on (B)(6)-2012 reported that the patient was continuing to suffer from recurrent uti's. The patient's daughter wanted her mother's ins to be explanted. It was noted that the patient was scheduled for a colonoscopy the following week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-33, lot#: v224680, implanted: 2009-(B)(6), product type: lead, product ID: 3037, serial#: (B)(4), product type: programmer, (B)(4).